Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed pump stop events; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2019. The log file contained multiple low speed and pump stop events on (B)(6) 2019. These events occurred while the patient was connected to the mobile power unit and had corresponding fluctuations in pump parameters. Based on previous complaint history, these conditions could have been caused by a potential driveline issue. It was reported the patient denied any symptoms at the time of the alarm. X-rays were submitted for review and were unremarkable. It was decided no external repair was needed at this time. It was reported the alarms were likely due to an internal driveline fracture and the patient was discharged with an ungrounded patient cable as they were not a candidate for surgery. The patient remains ongoing on heartmate ii lvas. The heartmate ii lvas IFU outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. The heartmate ii lvas IFU is currently available. Section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "pump performance monitoring") also outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log file showed pump stop alarms and low speed advisory alarms on (B)(6) 2019. The patient did not report any symptoms at the time of the alarms and states they were lying in bed at the time of the alarms. These issues only appear to occur while the vad is connected to the mpu. This type of behavior has been linked to potential issues with the percutaneous lead. X-rays of the lead were unremarkable and no repair was needed. On (B)(6) 2019 the patient reported another alarm and was uncertain as to what it was and the log files showed a string of power cable disconnects showing that the white power lead was not connected and was suspected to have a driveline fracture and was put on an ungrounded cable since they are not a surgical candidate. The patient was asymptomatic. No further information was provided.